Event description:
It was reported that during an procedure to implant the neurostimulator, low impedances (41 ohms) were measured on electrode combination 0 and 3. All other electrode combinations were within normal range (738 to 1961 ohms). No other information was available at the time of this report. However, additional information was requested for any additional treatments/interventions and for patient outcome. A follow-up report will be sent upon receipt of any information received.

Manufacturer narrative:
Lead model 3389s-40 lot #v846964 implanted: (B)(6) 2011 explanted: na; extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; programmer model 37642 serial #(B)(4).